Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead. The lead exhibited high impedance, increased short v-v intervals, and oversensing. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.